Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the pumps and level sensor of arctic sun device were defective. Per follow up information received via email on (B)(6) 2024. The device would be repaired at crs depo and there was no patient involvement.

Event description:
It was reported that the pumps and level sensor of arctic sun device were defective. Per follow up information received via email on 23jan2024. The device would be repaired at crs depo and there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.